Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the audio bolus button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the button response issue.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: unable to duplicate unresponsive keypad. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The buttons have spring back and click. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No contamination or other anomalies found. Pump was opened to check condition of the keypad flex and connector. The keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. Observed the bolus button cover and plug are detached from the pump, exposing the internal contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.